Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage to the keypad traces, a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot were noted during the visual inspection.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she got a low battery last night when she changed the battery. Customer stated that the battery icon showed a full battery, but this morning there was one bar and now it has gone up to 2 bars. The battery cap has already been replaced. Customer pressed the esc and act buttons to clear an alarm, but it beeped again like it hadn't been cleared. Customer had to press the buttons 4 times before the alarm cleared, but sometimes it is cleared the second time. Customer declined troubleshooting for the low battery since the pump will be replaced. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.